Event description:
It was reported that the customer's blood glucose level was 44 mg/dl. The customer was not connected to her insulin pump and was self medicating with insulin injections. She needed help programming her new insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.